Manufacturer narrative:
The implant was not returned for evaluation and the provided x-rays do not show any device failure, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed. A review of the instructions for use found bone fracture listed as a possible complication. There is no indication that these instructions contributed to this event.

Event description:
It was reported that a patient developed bilateral pars inter-articularis fractures at l5 after the installation of an aspen device. The device was placed without the intention of fusion at the l5-s1 level, and below the previously-fused l4-5 level. The surgeon believes there was a significant stress riser in the area of the pars inter-articularis of l5, which led to the fracture, because the device had been fixed in between the spinous processes without any interbody support in a disc that was actually quite high and still quite mobile. There were no issues noted with the device, which was found to be well fixed. A revision surgery was performed to address the fractures at l5 via the removal of the aspen device and the installation of an interbody device and posterior screw fixation with the intent of fusion.

Manufacturer narrative:
The product identity is unknown and remains implanted. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient developed a stress fracture accompanied by pain between a previously performed fusion at l4-5 and an aspen construct which was placed at l5-s1, at a later date.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient developed bilateral pars inter-articularis fractures at l5 after the installation of an aspen device. The device was placed without the intention of fusion at the l5-s1 level, and below the previously-fused l4-5 level. The surgeon believes there was a significant stress riser in the area of the pars inter-articularis of l5, which led to the fracture, because the device had been fixed in between the spinous processes without any interbody support in a disc that was actually quite high and still quite mobile. There were no issues noted with the device, which was found to be well fixed. A revision surgery was performed to address the fractures at l5 via the removal of the aspen device and the installation of an interbody device and posterior screw fixation with the intent of fusion.